Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient came into the clinic with high impedance on contact 3, programmed on c+, 3-, 2.1v, 90, 145. They were switched to contact 2: c+, 2-, 2v, 60, 145, however they experienced severe dyskinesia so they were switched back to contact 3 despite the high impedance. The etiology was stated as being related to the device/therapy and not related to the implant procedure. It was noted the event was unresolved with no further action planned. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the event was not determined.